Manufacturer narrative:
UDI: (B)(4). Examination of the returned mbt rev tibial view plate confirmed the reported event. The root cause is attributed to product wear out; however, misuse (possibly through user error) cannot be ruled out. The overall condition of the instrument indicates multiple usages. The device exhibits burnishing wear indicated of extended usage. The device also exhibits a shade of yellow indicating it has been subjected to numerous decontamination procedures. The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on (B)(6) 2011 instructing the proper usages (view plate not attached , just used as a visual aide) to mitigate this risk associated with this possibility. Based on the investigation determination of product wear out as the root cause no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Upon inspection of trial in decontamination it was cracked and it fell apart. It was so fragile.